Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps stand, forceps wire, curved rubber adhesive and the curved rubber could not be identified and a definitive root cause of the issue could not be determined, however, due to observed leaks in the curved rubber, forceps pipe, connecting tube and electrical connector, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had a forceps elevator wire (k-wire) was completely cut off. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator, knob, and some parts of the scope wire (adhesive on bending section cover, bending section cover, forceps control lever, switch box, upward/downward and right/left knob, grip, and universal cord) had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of bending tube; connection between bending section and connecting tube is not secured, connecting tube has discoloration, due to a cut on connecting tube, water tightness is lost, scope cover has a stain, due to wear of angle wire; bending angle in up direction does not meet the standard value, light guide-bundle is slipping down, due to damage on charged coupled device unit, foggy image occurs, plastic distal end cover has a dent, image guide protector is damaged, switch 1 has a cut, due to deformation of electrical connector; water tightness is lost, due to a pinhole on bending section cover; water tightness is lost, switch 2 is damaged, due to wear of angle wire; bending angle in left direction does not meet the standard value, connecting tube has a cut, connecting tube has a scratch, due to damage on pipe protecting forceps elevator wire; water tightness is lost, and the complaint was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.